Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced diaphragm and phrenic nerve stimulation and presented in clinic. Upon investigation, the right atrial (ra) lead was found to occasionally stimulate phrenic nerve stimulation with high and varying thresholds. The patient presented for a lead revision procedure. During the procedure, the ra lead was found dislodged, and the suture sleeve was found loose on the lead. There was only one suture tie noted. The lead was explanted and replaced. The patient was stable with no issues.